Event description:
Report received of a tubing set "rupture" during use with a power injector. Reportedly, the extension set was connected to the patient's indwelling catheter via a "saline lock". A medrad power injector was connected to the clave port of the extension set. During a computerized tomography (CT) scan of the abdomen and pelvis, isovue-300 contrast was injected at an unspecified rate and psi. After an unspecified length of time, the extension set reportedly "ruptured in the middle of the set". There was no reported blood loss. The procedure was stopped. The patient's IV access was patent, however, the site was changed to an unspecified "larger bore" catheter. The extension set was replaced from the same lot number and the procedure was resumed. There were no reported adverse patient effects. No medical interventions were required.